Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r6pk, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and a return of symptoms a couple of months prior to the report, around (B)(6). She was getting up to go to the bathroom five to seven times at night. There was a problem with the patient programmer and it wouldn't come on for the last couple of months. It had been six weeks since the programmer worked. The patient broke her wrist in (B)(6), she was in a lot of pain and discomfort from the break, and she couldn't use her programmer to connect to the implantable neurostimulator (ins) and make adjustments during that time. The patient planned to get new batteries, adjust stimulation, and see if therapy would work for her. A week later the patient put new batteries in the programmer and verified that it was connecting to the ins. She increased stimulation from 0.7 to 2.0 and could feel light stimulation. The patient later reported she was still getting up 2-3 times per night and uses pads. She has leakage, frequency and feels like she cannot empty her bladder. She also noted soreness at the ins site which began suddenly in (B)(6) 2015. During the call, stimulation was increased to 2.1 volts, which was comfortable for the patient while sitting and standing. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. Follow up is being attempted to obtain additional information about troubleshooting, actions taken, cause and outcome.